Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the descending colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there was no electrical current running through the snare. The procedure was completed using a different device. No damage was noted to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: current failure. According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.